Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon review, the implantable cardioverter defibrillator was unable to interrogate, and premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.